Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and vacuum pump were cleaned/adjusted to resolve the smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported ¿smoke¿ or haze emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp complaint ref #: (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). Trending analysis of the smoke/haze issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation and analysis. The assignable cause of the smoke/haze issue is the oil mist filter and vacuum pump oil. The field service engineer adjusted the oil mist filter, cleaned the vacuum pump by flushing the vacuum pump oil and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.